Event description:
Paramedics responded to a patient in cardiac arrest. Medics shocked the patient three times. According to the reporter, after the third shock the device locked up as evidenced by a straight line in the ECG display and an illuminated service light. A backup device from the transferring ambulance was immediately used as a backup and the patient transferred to the hospital. The patient was not resuscitated, but the reporter indicated the backup defibrillator was immediately used and there was no delay of care.

Manufacturer narrative:
Physio-control evaluated the device and observed an illuminated service light, a failure of the device to recognize an ECG patient cable connected, and a straight line on the monitor ECG display. Physio replaced the device's system/memory pcb assembly and then observed proper operation through functional and performance testing. The device was returned to the customer for use.